Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol), 17.5 diopter was explanted from the right eye (od) of a male patient due to a decentered lens. The replacement lens was a zma00 17.0 diopter intraocular lens, implanted in the sulcus. There was no incision enlargement, no sutures required, and no vitrectomy was performed. It was reported that the patient is stable, good and no patient post-op injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/11/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the product was cut in half, most probably to make explant possible. The lens was further inspected using a 12x microscope magnification and no cosmetic issue was found on returned pieces. Considering the condition of the lens additional analysis is not possible. The complaint event is not confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.